Event description:
It was reported to boston scientific corporation that a sensation small oval snare was used during a stent removal procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the snare loop ¿dislodged¿ while it was being retracted around a stent in the common bile duct. There were no patient complications reported as a result of this event. It was reported that there was no adverse effect noted. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a sensation small oval snare was used during a stent removal procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the snare loop "dislodged" while it was being retracted around a stent in the common bile duct. There were no patient complications reported as a result of this event. It was reported that there was no adverse effect noted. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted. Additional information received on (B)(6) 2014: clarification was received indicating that the snare loop broke on one side during the procedure. The procedure was an endoscopic retrograde cholangiopancreatography (ercp) performed in the duodenum. Another sensation small oval snare was used to complete the procedure. No other issues with the device were noted. The patient was over 18. The patient's condition following the procedure was reported to be "fine."

Manufacturer narrative:
(B)(4) snare loop detached. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual evaluation of the returned device found the wire of the loop detached on one side. Functional evaluation was not performed due to the condition of the returned device. The complaint that the snare loop was broken was confirmed. It was determined that the wire of the loop detached because the crimping process was not correctly performed during manufacturing. There is an investigation in place to address this issue. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a sensation small oval snare was used during a stent removal procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the snare loop "dislodged" while it was being retracted around a stent in the common bile duct. There were no patient complications reported as a result of this event. It was reported that there was no adverse effect noted. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted. Additional information received on april 15, 2014: clarification was received indicating that the snare loop broke on one side during the procedure. The procedure was an endoscopic retrograde cholangiopancreatography (ercp) performed in the duodenum. Another sensation small oval snare was used to complete the procedure. No other issues with the device were noted. The patient was over 18. The patient's condition following the procedure was reported to be "fine."